Event description:
It was reported that this right ventricular (rv) lead presented high out of range shocking impedance above 125 ohms. Technical services (ts) confirmed a gradual increase in shock lead impedance and noted a similar trajectory in rv pacing impedance. Ts recommended to continue monitoring and evaluating patient status. This rv lead remains in service. No adverse patient effects were reported.